Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that following a low anterior resection, the patient had difficulties post op and required a reoperation. A pinhole leak was noted at the junction where the staple lines crossed. The patient had a multitude of pre-existing health problems and was transferred to another hospital. The patient expired some weeks later from a cardiac event.